Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder. Previously administered products included for contraceptive: iud in 2002 and depo in 2002; for an unreported indication: pill in 2002. In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"). In (B)(6)2011, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/abdominal pain when menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), breast tenderness ("tender breasts") and borderline personality disorder ("emotionally unstable"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea/ nauseous"), complication of device removal ("partial removal of essure device bilaterally due to the severe scarring and adhesion from essure.") And abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/weight loss(specify which one) gain/ loss") and weight decreased ("weight gain/weight loss(specify which one) gain/ loss"). The patient was treated with surgery (exploratory laparotomy partial removal of device bilaterally). At the time of the report, the genital haemorrhage, nausea, complication of device removal, weight decreased, abdominal pain, breast tenderness and borderline personality disorder outcome was unknown and the migraine, headache, dysmenorrhoea, dyspareunia, fatigue, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, borderline personality disorder, breast tenderness, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: normal uterine cavity, normal lower uterine segment, and cervix. Bilateral tubal ostia were visualized and appeared within normal limits. Trailing coils of essure from ostia: right = 7 coils left= 3 coils patient always felt pregnant. Current weight 150 lbs. Description of procedure- the linear incision was made with a bovie and then tried to remove the essure device, but it was not completely successful due to the severe adhesion and scarring, particularly at the beginning of the essure device bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2011: impression- pelvic ultrasound within normal limits. Bilateral essure devices visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia, emotionally unstable, weight loss, abdominal pain, breast tenderness. Outcome of the previously added events dysmenorrhea, headaches, migraines, fatigue, dyspareunia were updated to recovered/ resolved. Historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/abdominal pain when menstruating"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and complication of device removal ("partial removal of essure device bilaterally due to the severe scarring and adhesion from essure.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy partial removal of device bilaterally). At the time of the report, the genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea and weight increased to be related to essure. The reporter commented: normal uterine cavity, normal lower uterine segment, and cervix. Bilateral tubal ostia were visualized and appeared within normal limits. Trailing coils of essure from ostia: right = 7 coils, left= 3 coils. Current weight 150 lbs. Description of procedure: the linear incision was made with a bovie and then tried to remove the essure device, but it was not completely successful due to the severe adhesion and scarring, particularly at the beginning of the essure device bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression: pelvic ultrasound within normal limits. Bilateral essure devices visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder. Previously administered products included for contraceptive: iud in 2002 and depo in 2002; for an unreported indication: pill in 2002. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea/abdominal pain when menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), breast tenderness ("tender breasts") and borderline personality disorder ("emotionally unstable"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), nausea ("nausea/ nauseous") and complication of device removal ("partial removal of essure device bilaterally due to the severe scarring and adhesion from essure.") And was found to have weight increased ("weight gain/weight loss(specify which one) gain/ loss") and weight decreased ("weight gain/weight loss(specify which one) gain/ loss"). The patient was treated with surgery (exploratory laparotomy partial removal of device bilaterally). At the time of the report, the abdominal pain was resolving, the genital haemorrhage, nausea, complication of device removal, weight decreased, breast tenderness and borderline personality disorder outcome was unknown and the migraine, headache, dysmenorrhoea, dyspareunia, fatigue, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, borderline personality disorder, breast tenderness, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: normal uterine cavity, normal lower uterine segment, and cervix. Bilateral tubal ostia were visualized and and appeared within normal limits. Trailing coils of essure from ostia: right = 7 coils left= 3 coils patient always felt pregnant. Current weight 150 lbs. Description of procedure- the linear incision was made with a bovie and then tried to remove the essure device, but it was not completely successful due to the severe adhesion and scarring, particularly at the beginning of the essure device bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression- pelvic ultrasound within normal limits. Bilateral essure devices visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: mr and social media received: reporters were added. Patients demographic was added. Outcome of pain was updated from unknown to recovering\resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/abdominal pain when menstruating"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and complication of device removal ("partial removal of essure device bilaterally due to the severe scarring and adhesion from essure.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (exploratory laparotomy partial removal of device bilaterally). At the time of the report, the genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea and weight increased to be related to essure. The reporter commented: normal uterine cavity, normal lower uterine segment, and cervix. Bilateral tubal ostia were visualized and appeared within normal limits. Trailing coils of essure from ostia: right = 7 coils left= 3 coils. Current weight (B)(6) lbs. Description of procedure- the linear incision was made with a bovie and then tried to remove the essure device, but it was not completely successful due to the severe adhesion and scarring, particularly at the beginning of the essure device bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: impression- pelvic ultrasound within normal limits. Bilateral essure devices visualized. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : reporter added. Aka name added, lot number added, patient demographic added, product indication and essure removal date added, event injury nos is replaced with genital hemorrhage. Case become valid events added: abnormal bleeding (general) , migraines, headaches, nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), fatigue, weight gain, partial removal of essure device bilaterally due to the severe scarring and adhesion from essure. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.